Manufacturer narrative:
D10 concomitant medical product: cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot #a5a2072y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the needle bent and broke. It was further detailed that after the initial needle bent and broke, a second suture was opened, which also bent and broke. There was no patient involved.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. One opened sample and nine sealed representative samples were returned for evaluation. Visual inspection noted of the opened sample noted one suture and one needle. The needle was received disengaged from the needle. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. No suture material was observed within the needle swage. The needle was noted to be intact with no bends present. A tactile and microscopic inspection of the representative sutures was performed with no abnormalities. Microscopic inspection of the needles noted no abnormalities. Functional testing on the opened complaint device was precluded as the needle was returned broken. For the representative samples, no difficulty was experienced removing the sutures from the retainer. The wire diameter of the needles was verified to be 0.044 inches. The measurement was taken with a digital caliper, calibrated asset. A bend moment test was performed on the sealed samples and test results met the minimum bend moment specification for this product. It was reported that the needle bent and broke. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an u nreported condition of needle detached. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.